Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a combined mitraclip procedure and triclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and mixed tricuspid regurgitation (tr) with a grade of 4 on a patient with a previous coronary artery graft surgery (bypass surgery) cleft on posterior mitral leaflet (pml) and small anterior flail. A triclip steerable guide catheter (tgsc) was inserted and used to treat the mitral valve. One mitraclip was inserted and successfully deployed on the mitral valve, reducing mr to a grade of 2-3. The clip was noted to be stable on the leaflets. The tsgc was then removed from the left atrium and brought to the right atrium (ra) to treat the tricuspid valve. However, a large right to left shunt through the atrial septal defect (asd), causing desaturation due to severe tr was observed. On attempt to pass a guidewire through the asd to allow an attempt to close it with an occluder, a pericardial effusion was caused. To treat the pericardial effusion, pericardiocentesis was performed. It was noted that despite pericardiocentesis, there was extensive effusion initially to the right atrium (ra), extending to the right ventricle (rv) and left ventricle (lv), resulting in tamponade. The patient required full resuscitation. The resuscitation was ultimately unsuccessful with recurrent ventricular fibrillation (vf). On the same day, at 18:44, the patient died. In the physician's opinion, the pericardial effusion was likely due to the transeptal sheath, while crossing the asd, and that the tsgc caused the asd. In the physician's opinion, the tr caused large right to left shunt leading to desaturation and right ventricular (rv) failure.

Event description:
It was reported that on (B)(6), 2026, a combined mitraclip procedure and triclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and mixed tricuspid regurgitation (tr) with a grade of 4 on a patient with a previous coronary artery graft surgery (bypass surgery) cleft on posterior mitral leaflet (pml) and small anterior flail. A triclip steerable guide catheter (tgsc) was inserted and used to treat the mitral valve. One mitraclip was inserted and successfully deployed on the mitral valve, reducing mr to a grade of 2-3. The clip was noted to be stable on the leaflets. The tsgc was then removed from the left atrium and brought to the right atrium (ra) to treat the tricuspid valve. However, a large right to left shunt through the atrial septal defect (asd), causing desaturation due to severe tr was observed. On attempt to pass a guidewire through the asd to allow an attempt to close it with an occluder, a pericardial effusion was caused. To treat the pericardial effusion, pericardiocentesis was performed. It was noted that despite pericardiocentesis, there was extensive effusion initially to the right atrium (ra), extending to the right ventricle (rv) and left ventricle (lv), resulting in tamponade. The patient required full resuscitation. The resuscitation was ultimately unsuccessful with recurrent ventricular fibrillation (vf). On the same day, at 18:44, the patient died. In the physician's opinion, the pericardial effusion was likely due to the transeptal sheath, while crossing the asd, and that the tsgc caused the asd. In the physician's opinion, the tr caused large right to left shunt leading to desaturation and right ventricular (rv) failure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported off-label use was due to the tsgc being used on a mitral valve. The reported patient effect of perforation (right to left shunt through the atrial septal defect (asd)) and subsequent desaturation (hypoxia) and ventricular fibrillation appears to be due to procedural conditions. The reported death appears to be due to the pericardial effusion caused by the transeptal sheath. The reported unexpected medical interventions were results of case-specific circumstances as a guidewire was attempted to close the asd with an occluder and a full resuscitation was performed. Perforation, hypoxia, ventricular fibrillation, and death are listed in the instructions for use as known possible complications associated with triclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect-clinical code: 2226